Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2020. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, high defibrillation impedance was observed. Lead replacement was discussed and the patient is currently stable.